Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
The pt was admitted for an interventional procedure in 2007. Pre-dilation was conducted twice but a 2.5 x 28mm cypher stent failed to cross the lesion in the de novo, slightly tortuous, 90% proximal to mid left anterior descending branch. The physician tried to re-deliver the cypher, but it was not possible so decided to withdraw the stent delivery system. When the cypher was retrieved from the pt, the physician felt friction with the vessel and the stent became flared. The procedure was completed with a 2.75 x 32mm taxus stent. There was no pt injury reported.